Event description:
Account contact reports: fluids soaked through the gown during a vaginal delivery. There were no known bloodborne pathogens with the pt at the time of contact. There was no sample available for analysis.